Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer-dependent patient presented in clinic for follow-up complaining of dizziness. Upon interrogation, the right ventricular lead exhibited low impedance and high capture thresholds. On (B)(6) 2019, the lead was capped and replaced. Patient was stable throughout.

Manufacturer narrative:
Correction: (B)(4).

Event description:
It was reported that the pacer-dependent patient presented in clinic for follow-up complaining of dizziness. Upon interrogation, the right ventricular lead exhibited low impedance and high capture thresholds. On (B)(4) 2019, the lead was capped and replaced. Patient was stable throughout.